Event description:
L5 - s1, unilateral mini-open procedure. The surgeon placed a 25mm rod into the polyaxial head 1 at l5 and the polyaxial head 3 at s1. Cross threading of the s1 locking cap occurred during final tightening. It was suggested that the surgeon use the 1st locking cap starter and 1st counter torque tube to facilitate locking cap alignment, but the surgeon declined. The surgeon continued with final tightening, during which the polyaxial head 3 at s1 broke. The pedicle screw and broken polyaxial head 3 at s1 were removed and replaced. Final lockdown was achieved successfully.

Manufacturer narrative:
The device was returned to the manufacturer and is currently under evaluation.